Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an unspecified cartridge alarm during the load process. Upon reviewing pump history, tandem technical support was unable to verify the alarm. There was no impact to the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.